Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had infrequent low flows and stated they were "feeling the left ventricular assist device (lvad) in their chest". The patient received an echocardiogram (echo) on (B)(6) 2026. Log files were sent for review. The log files captured persistent pulsatily index (pi) events. No low flow events were noted nor any type of rotor instability or noise flags.